Event description:
It was reported that the inflatable penile prosthesis pump has adhered to the scrotal wall. The physician has instructed the patient to take ibuprofen and ice the area. The patient is also gently massaging the area in order to try and break the pump free. The patient states he does not have any signs or symptoms of an infection. He will call his physician if any signs or symptoms of an infection appear. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.